Event description:
Nurse reported patient blood glucose (bg) result of 47 mg/dl on inform system 1, treated patient with d50. Reported a second patient blood glucose (bg) result of 28 mg/dl on inform system 1, 26 minutes later, again treated patient with d50. Patient bg result 20 minutes later was 16 mg/dl on inform system 1, inform system 2 result 2 minutes later was 108. No patient symptoms or further treatment was reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with a1 patient for inform system 1.